Event description:
An eye care professional reported by letter that a customer had been admitted to a hosp for treatment of an eye ulcer that almost resulted in their losing the vision in one of their eyes. The customer had been wearing choice ab lenses for the first time for approx two weeks when the incident occurred. The eye care practitioner stated that the pt can no longer wear contact lenses. The eye care practitioner stated that the hosp had retained the lenses the pt was wearing for investigation. Additional info has been requested from the eye care practitioner but they have declined to provide any further info. The hosp is unable to identify the pt from the very limited info known.